Manufacturer narrative:
The complaint is associated with a customer who received a cut to the hand when closing the waste drawer of the alinity I waste storage area, after emptying the reaction vessel (rv) waste container. It was noted that one of the metal drawer handle brackets (vacuum drawer upgrade kit) was broken on the waste drawer. The bracket was replaced which resolved the issue. The customer was noted to be wearing protective gloves at the time of the event. A review of the instrument service history for the alinity I processing module, sn (B)(6), did not identify any additional service or complaint issues related to injuries associated with the waste storage area, on or around the date this complaint was initiated, that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. Additionally review of complaint and trending data associated with the vacuum drawer upgrade kit did not identify any trends. The exact date the drawer handle bracket was damaged is unknown. A review of the service history for this customer found that abbott field service was onsite at least once a month for troubleshooting and inspection in the months prior to the customer injury, and no tickets had documentation of damage to the drawer handle. Labeling was reviewed and was found to contain adequate information about the customer issue, which includes information on physical and mechanical hazards, which cautions to use safe practices to avoid injury when any exposure to potential physical hazards occurs. In this case, it was determined the incident was due to use error as the metal drawer handle bracket being broken was not due to a faulty part and would have been apparent to the customer upon pulling the waste drawer open to access the rv waste container. The drawer was pushed closed from the left side where the metal bracket was broken off, which led to the hand injury. The laboratory staff did not notify an abbott service representative of the broken drawer handle bracket. The injury was not a result of an analyzer hardware failure. Based on the investigation the alinity I processing module is performing as intended. No systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the vacuum drawer upgrade kit were identified.

Event description:
While emptying the solid waste from the alinity I processing module the customer suffered a cut to the hand. It was noted that the bar of the solid waste/vacuum drawer was damaged. The bracket of the bar on the left side was broken, which is what caused the injury. The cut was washed in the laboratory and further evaluation and treatment at the local emergency room was received. Tests for infection were run and all generated negative results. Prophylactic anti-retroviral medications (tenofovir, lamivudine and dolutegravir), were prescribed to be taken at home for 28 days. The customer has returned to normal work activities. No additional impact to the customer was reported.

Event description:
While emptying the solid waste from the alinity processing module, the customer suffered a cut to the hand. It was noted that the bar of the solid waste/vacuum drawer was damaged. The bracket of the bar on the left side was broken, which is what caused the injury. The cut was washed in the laboratory and further evaluation and treatment at the local emergency room was received. Tests for infection were run and all generated negative results. Prophylactic anti-retroviral medications (tenofovir, lamivudine and dolutegravir), were prescribed to be taken at home for 28 days. The customer has returned to normal work activities. No additional impact to the customer was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.